Event description:
A pt was experiencing over stimulation with their device turned on. The stimulation felt was noted also to have been in the wrong location. The lead was found to have migrated, as confirmed via an xray. The pt did not know of any prior incident, such as a fall that could have contributed to the issue. Later, the pt was noted as doing fine with no issues. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).